Event description:
It was reported that approximately 12 months post-op a total ossicular replacement procedure the implant was explanted and replaced. The customer states that the implant broke after being implanted.